Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR. : synergy xd mr ous 2.25 x 20mmm stent delivery system (sds) was returned for analysis. A visual and tactile inspection found that the stent was not returned for analysis. Examination of the hypotube identified no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon material reviewed, and no issues were noted. No tears or pinholes were noted on the balloon. Crimp markings were evident on the balloon. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 22-sep-2025. It was reported that crossing difficulties were encountered. A 2.25 x 20mm synergy xd drug-eluting stent was selected for use. However, due to tortuous anatomy, the stent could not cross the lesion even after several attempts. The stent was removed and completed the procedure with a non-bsc device. There were no patient complications. Patient was stable. However, returned device analysis revealed stent detached.